Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of pain. Patient was seen at her pain physician's office. She complained of not being able to turn up her amplitude. She stated that she was receiving, ¿settings not available¿, on her controller screen. Her system was interrogated. Electrodes 7 (40000) and 13 (40000) were showing ¿avoid¿. She denies any recent falls or adverse events. She was re-programmed to her satisfaction by deleting the affected electrodes from her programs. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.